Event description:
The complainant reported that the balloon from a flexiflo gastrostomy tube, list #155 (abbott list# m190), lot# 42496vm was "leaking at joint with tube." The tube has been in place since 12/01/2006. The balloon deflated and the tube fell out on 03/27/2007. It was reported that this product problem was associated with two additional tubes. No patient information was been reported. There has been no report of serious injury or illness associated with this event.

Manufacturer narrative:
Testing and investigation (t&I) result received 04/30/2007, t&I date 04/30/2007. Examination of the returned gastrostomy tube confirmed that the balloon was deflated. However, there were no indications that the balloon had burst or was defective. The balloon was reinflated by injecting water into it from a syringe. It was found that leakage of water occurred from two small holes at the base of the balloon, where it is adhered to the tube wall. The leakage of water from the tube appeared to be coming from the sealed junction between the tube surface and the balloon. The product lot number was 42496vm, manufactured in june 2006. A batch record review of product lot 42496vm failed to hightlight any defects present or problems encountered during manufacture and packaging that could have contributed to the balloon deflation incident reported by the customer.